Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 27.8mmol/l, with nausea, associated with an alleged time and date reset issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the basal rate and bolus settings were changed by the patient¿s healthcare provider. The pump was set with the am and pm times switched for the last three weeks. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the pump's black box showed that there was a manual time change from 5:19 to 17:19 on (b(6) 2018. The pump was exercised for 24 hours, then had the battery removed for 6 hours. When the pump powered back on the time and date had reset to default. The recorded total daily doses added up correctly and reflected the user's programmed basal settings. The pump passed a delivery accurate test with no issues. Unrelated to the initial allegation, the display screen was dim and discolored.